Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system exhibited intermitted loss of capture (loc) on the non boston scientific (bsc) right ventricular (rv) lead since implant. It was noted that the intermittent loc also occurred with the patient's previous non-boston scientific device. All other measurements were within limits. The hcp performed troubleshooting and the patient received a holter monitor, which confirmed the intermittent loc. Data analysis was sent to boston scientific technical services (ts) and recommendations of possible test in order to assess the loc at higher pacing rate were explained. At this time, this device remains in service. No adverse patient effects were reported. Additional information confirmed the intermittent loc was due to rise in chronic thresholds. The rv pacing output was reprogrammed to 5v@1.2ms. The physician will continue to monitor impedances and pacing amplitude on latitude for changes. No adverse patient effects were reported.